Event description:
Report received of an overdelivery of demerol. The pump was programmed to deliver a 30ml (300mg) vial of demerol, 10mg/ml, in the pca only mode with a 10mg pca dose, 10-minute patient lockout and 150mg 4-hour limit. Reportedly, at 2:30pm, the pump gave an audible alarm and displayed the message "empty syringe". Two nurses attempted to change the vial of demerol. The pump continued to alarm for "injector" and "check syringe". While troubleshooting the pump, the nurses noted that 150 mg was missing from the 300mg vial. However, due to the alarm conditions, the pump was never initiated for delivery and the display did not indicate any delivery. The nurses left the room and returned at an unspecified time later with their charge nurse. At this time, the medication vial was reported as missing 200mg. At 4:55pm, the patient was found to be oversedated and difficult to arouse. The patient was described as "awake, only when aroused". The patient's respirations were decreased with a pulse oximetry reading of 88%. The patient's speech was slurred. The doctor was notified. Narcan 0.4mg IV was administered and oxygen at 2 liters via nasal cannula was given. The patient responded to the teatment with a pulse oximetry reading of 93%. Though requested, there was no further info available.